Manufacturer narrative:
One device was returned for evaluation in used condition. Visual inspection found no defects. The customer's reported problem was not verified by functional testing. The leak rate was within the standard at 1 min./2 psi. The event could not be confirmed, so the cause is unknown. No action was taken.

Event description:
It was reported that an air leak was observed upon connecting the high-pressure hose from the humidified oxygen flow meter to the ventilator. The leak stopped once the hose was disconnected. The event occurred before patient use at the facility.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.